Event description:
It was reported that atrial signal was seen on the ventricular channel of the analyzer. The caller could not do a diaphragmatic stimulation test post placement of the implantable pulse generator (ipg). The company representative swapped the cable, however the issue remained. It is noted that cables from lead in ventricular port on pig tails and comes up on screen in atrial channel and vice versa. The analyzer was swapped out for another analyzer and the issue was resolved. The analyzer was returned to service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 2090, programmer. (B)(4).

Manufacturer narrative:
Product event summary: the analyzer was returned and analysis could not confirm the customer comment that it was not working and got atrial and ventricular consecutively and switched/reversed signals. Nor that the cables from the leads came onto the screen in incorrect channels. Analysis found no anomalies and noted that no corrections were required. Product ID 2090 programmer. (B)(4).

Event description:
It was reported that atrial signal was seen on the ventricular channel of the analyzer. The caller could not do a diaphragmatic stimulation test post placement of the implantable pulse generator (ipg). The company representative swapped the cable, however the issue remained. It is noted that cables from lead in ventricular port on pig tails and comes up on screen in atrial channel and vice versa. The analyzer was swapped out for another analyzer and the issue was resolved. The analyzer was returned to service. No patient complications were reported as a result of this event.